Event description:
The customer reported inaccurately low blood glucose readings and out of range normal control solution test results with co's test strips. Over the past few months the customer obtained readings in the 19-30 mg/dl range. Because of the low readings, the customer ate candy and drank juice. He did not increase his insulin dosage of 30 units/day. Because he did not have hypoglycemic symptoms and was concerned about the low readings, he went to his dr's office. A venous blood test result "showed that his blood glucose level was good" (specific result unk). The dr told the customer that his readings with cos' test strips were inaccurate. The customer opened a new bottle of co's test strips (lot 1h511a), today and obtained a blood glucose test result of 28 mg/dl. At the same time, his readings with first test strips, (lot 610769a, exp 10/98, code 8) was 105 mg/dl. The first test strips were opened one week ago. Previously, the customer had obtained readings with co's test strips, same lot, different bottles, of 25 and 19 mg/dl versus results at the same time with the second test strips 9lot unk) of 106 and 106 mg/dl. Another comparison procuded a result with co's test strips of 30 mg/dl versus a result with third test strip (lot unk) of 102 mg/dl. The customer threw some bottles of co's test strips away so he cannot say whether those bottles were lot 1h511a. He is returning 5 unopened and 3 opened bottles of test strips for evaluation. All the bottles he is returning are lot 1h511a. The customer performed two normal control solution tests with test strips lot 1h511a, and obtained results of 13 and 11 mg/dl versus a normal control solution range of 101-151 mg/dl. The normal control soslution, lot vh266, exp 8/98, was opened 12/6/96 and was shaken before the sample was applied. The desiccant is in all opened bottles of co's test strips.